Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was oversensing, had high thresholds, elevated impedances, and triggered an audible patient lead integrity alert (lia). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.